Event description:
The physician treated a patient experiencing a stroke using the penumbra device but without success. Then the physician used merci v 2.5 firm twice but was not able to retrieve the thrombus. It was noticed that the patient developed bleed during the case. It is unknown whether the bleed was a result of use in the penumbra or merci device. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the subject concentric medical device use may have caused or contributed to the patient's outcome, there are other factors independent of the subject device (e.g., patient factors device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.